Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing came apart event on (B)(6) 2025 the site of detachment was from the quick release. The insertion site was abdomen. The infusion set was in use for 3 hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6006310, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6006310 was manufactured according to the work instruction (wi) version 96 and packaging in the machine multivac 10 on 29-mar-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4c03967 was manufactured according to the wi version 62 and manufactured in the machine ft02, on 28-mar-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4a05667 was manufactured according to the wi version 60 and manufactured in the machine ft02, on 01-feb-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4a05648 was manufactured according to the wi version 13 and manufactured in the machine lc02, on 30-jan-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4c03959 was manufactured according to the wi version 14 and manufactured in the machine lc01, on 27-mar-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.